Event description:
Patient sent an email on (B)(6) 2017 after his first trial in the rewalk on (B)(6) 2017 at sharp rehab reporting swelling in his knees. He spent 1.5 hours in the device, performing balance and walked 300 ft. No symptoms noted immediately after walking. He says he typically has very "skinny" knees.